Manufacturer narrative:
The customers reported event is that the cement loosened from the implant. With the available information this reported incident cannot be confirmed. Additionally, a true root cause cannot be ascertained. The trace lot number for the device is unknown. Based on the knowledge and information provided to us, we cannot establish a product deficiency. If further information becomes available in the future we may reopen the investigation. There are too many variables involved to adequately determine a cause for this incident. The mixing time, the working time, the mixing apparatus, the temperature, the prep of the work area, the surface properties of the implant, etc. Are all unknown. Not returned to manufacturer.

Manufacturer narrative:
The reported event was that the patient allegations were pain, limited mobility and loosening due to lack of bonding of the bone cement. The complaint cannot be confirmed. There is no product to investigate and no issues were found in the review of the device history report (DHR) and manufacturing processes of the palacos cement. There are too many issues with the operating procedure, materials, components and equipment used, and medicinal products given to the patient that was not defined in the available information to adequately identify and type of root cause. No recommended actions warranted at this time for zimmer biomet.

Manufacturer narrative:
Clinical information received are as follows: confirmed previously known information stating original left knee arthroplasty was completed in (B)(6) 2008 by surgeon. Physical attributes documented at the time of (B)(6) 2008 admission were patient is a (B)(6) caucasian male; height: (B)(6), weight: (B)(6); preoperative diagnosis of end-stage degenerative joint disease/left knee. Pre-operative history and physical documented no ongoing chronic medical problems with a surgical history of right knee arthroplasty. Surgical course was uneventful following conversion of planned spinal anesthesia for pain control. Post-operative course was uneventful from the orthopaedic procedure. A post-operative complication for bowel obstruction was diagnosed on the post-op day #4, ((B)(6) 2008), the patient underwent an abdominal laparotomy for repair of a ruptured viscous. Patient was discharged to home on (B)(6) 2008 with follow-up visits at orthopaedic and general surgeon offices. Implant label for palacos r radiopaque bone cement (cat# 00-1112-140-01/lot# 67144194/exp 2013-06) was attached on the (B)(6) 2008 or record, along with 4 non-zimmer biomet component implant labels. On (B)(6) 2009: last record found for post-op visit following left knee arthroplasty with surgeon; exam documented flexion and extension intact, no feelings of instability with varus valgus stressing, no report of pain. Next follow-up visit planned for 2 months. On (B)(6) 2013 the patient was seen in office by surgeon for occasional sharp pain laterally on right knee and "almost constant left knee pain, anterior in nature and radiating down the tibia." Physical exam showed significant effusion present left knee and minimal effusion present right knee. Left knee exam demonstrated laxity with varus stressing, without discomfort. Radiologic studies completed at the office visit showed evidence of tibial tray loosening. Specimen of left knee fluid aspirate showed no bacterial growth. Pt preference is to delay any additional surgery until (B)(6) 2013. Plan was for use of hinged knee brace and revisit in 2 months for re-evaluation of left knee tibial loosening. On (B)(6) 2013: revision total knee arthroplasty of a rotating platform total knee prosthesis at (B)(6) by surgeon for a preoperative diagnosis of loose total knee arthroplasty, left. Surgeon's operative procedure dictation notes for the (B)(6) 2013 procedure include: "the patient was noted to have significant metallosis and synovial thickening." "Significant foreign body reaction granulomatous tissue was noted occupying the tibial metaphysis. Some erosion was noted of the medial aspect of the tibia." Surgeon notes revision implants as "the patient had a biomet 360 vanguard revision placed. The patient's femoral component was a 67.5 cemented femoral component. The patient had a 120 size 19 for the femoral stem. Tibial tray was a biomet 360 tray, size 83. The patient had a 5-degree offset and a size 17 x 80 stem. The patient also had a biomet tibial cruciate-winged large. Polyspacer with a 83mm constrained liner with a tibial post." 2 "batches" of cement were referenced in the operative procedure notes. However, there was no visibility of any implant labels/implant record in the files I was able to access and review.

Event description:
It was reported that the patient is pursuing a product liability claim arising out of the use of palacos r radiopaque bone cement manufactured by heraeus and distributed by (B)(4). It was reported by patient's counsel that the patient received a total knee implant of depuy products on (B)(6) 2008. During that procedure, patient alleged, through counsel, that the surgeon used a varus tibial cut of 2-4 degrees resulting in more stress placed on the medial side of the knee. On (B)(6) 2013, patient presented with reports of constant pain on the anterior side of the left knee that radiated down his tibia whether weight bearing or not. X-rays revealed tibial loosening with distal halo present around the tibial stem and the tray had settled posteriorly causing the anterior portion to lift off the anterior tibia. The x-rays were followed by a bone scan which was suspicious for infection or inflammatory process possibly related to loosening. On (B)(6) 2013, patient underwent revision surgery due to loosening. It should also be noted that the patient was diagnosed with end stage degenerative joint disease on (B)(6) 2008.